Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee), a device related, non-mobile thrombus was found on the face of the device from the area of the threaded insert to the coumadin ridge. Thrombus was also seen behind the device. There were no leaks at the time of implant or at the 45-day follow-up. The device was positioned at the ostium and remained unchanged from implant. The patient was put on eliquis after implant, but the physician is considering switching to coumadin and re-imaging after a period of time. The patient has not experienced any stroke-like symptoms. The patient will continue with oral anticoagulant therapy.